Event description:
Allegedly, patient was experiencing mom complications due to : shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility:-right additional information received from litigation on 05/09/2018. Allegedly the patient was revised due to the following mom complications: shedding of metal debris into the bloodstream, tissue damage; persistent pain and decreased mobility-right.